Event description:
It was reported that the procedure was to treat a concentric 90% stenosed lesion in the distal right coronary artery. Pre-dilatation was performed with the 3.0 x 8 mm nc trek balloon; however, the balloon ruptured during the first inflation of 10 atmospheres, for 15 seconds. A non-abbott balloon was used to complete the procedure. There were no adverse patient effects. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. It was not possible to perform an analysis on the product because it was not returned to abbott vascular for investigation. There was no report of any leak noted during preparation prior to use, which suggest that a product deficiency did not contribute to the reported complaint. It is possible that the balloon material was damaged (scratched) during interactions with accessory devices and/or the reported 90% stenosed lesion, such that the balloon ruptured during the inflation attempt; however this could not be confirmed. Factors that may contribute to balloon material ruptures include, but are not limited to, balloon damage during manufacturing, material deficiencies, handling of the product during preparation for use, insufficient preparation prior to use, and/or interaction with the lesion/anatomy, a previously implanted stent, guiding catheter, guide wire and other accessory devices. The lot history record was reviewed and a query for similar incidents was performed and there is no indication of a product quality deficiency. Additionally, a query of the complaint handling database was performed and revealed no other incidents reported for balloon rupture/leak for this lot. Based on the reported information and this investigation, it is possible that the balloon material was damaged (scratched) during interactions with accessory devices and/or the reported 90% stenosed lesion, such that the balloon ruptured during the inflation attempt; however this could not be confirmed. There is no indication of a product quality deficiency. All balloon catheters are 100% visually inspected for balloon damage, including at the point where the balloon is inserted into the protective sheath. Additionally, all balloon catheters are 100% leak tested prior to packaging, and a sampling of units is destructively tested to verify balloon rated burst pressure (rbp) and balloon integrity prior to release.